Event description:
It was reported that during a pump replacement, the healthcare provider was not able to aspirate the catheter. The patient did not experience any symptoms as a result of the event. Additional actions taken as a result of the catheter issue included a back table prime. It was unknown how the patient was doing or whether they were receiving effective therapy. The pump was used to infuse clonidine, bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).